Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 54mg/dl at the time of the incident. The customer stated they treated the low blood glucose with a food, trouble shooting was offered during call and the customer declined. The insulin pump will not be returned for analysis.